Manufacturer narrative:
(B)(4). The device was manufactured october 20, 2015 ¿ october 21, 2015. The device was received for evaluation. The device was returned with 95 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. The device was found to flow normally without stopping until the bladder was completely empty. A functional flow rate test was then performed, and the device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow condition. This occurred during patient infusion of fluorouracil and sodium chloride. The fill volume was 50 ml of fluorouracil and 46 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.